Manufacturer narrative:
(B)(4). Investigation: the channel was returned for evaluation. A small leak near the snout weld of the channel connector to the channel vinyl was confirmed. No other anomalies were found. Consulted rf engineering as subject matter experts to determine if this failure is a result of the manufacturing process creating the channel assembly. Leak was detected by centrifuge basin leak detector and machine stopped pumps and paused the procedure. Manufacturing record review: for this lot, there were no in-process inspection failures or observations, no simulated testing observations or failures, and the product met all acceptance criteria for release. Root cause: rf engineering confirmed that this failure mode can be due to the manufacturing process which creates the channel assembly.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The customer reported a channel leak to the lrs chamber. Customer ignored repeated attempts to gather patient identifier information. Even though this device is not currently cleared by FDA, this issue could occur on a cleared device.